Event description:
It was reported that the patient underwent an initial hip procedure, and subsequently approximately one month later was revised due to disassociation of the head and bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. D10: concomitant medical products: desc: vivacit-e dm bearing 28x44mm; item: 110031012; lot: 66941424. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.